Event description:
On (B)(6) 2006, a patient presented with a distended abdomen secondary to a ruptured abdominal aortic aneurysm. The gore excluder aaa endoprosthesis were implanted successfully, but did not resolve the patient's abdominal distention. An exploratory laparotomy of the abdomen revealed the posterior wall of the aorta had completely disintegrated. The patient was converted to an open repair and a gore intervascular graft was placed. A femorofemoral bypass procedure was performed, which the patient tolerated. However, a few hours postoperatively, the patient expired. The official cause of death is stated as ruptured abdominal aortic aneurysm.

Manufacturer narrative:
Please note: additional devices used in this procedure include (B)(4)/lot #04490207; (B)(4)/lot #04383926; and (B)(4)/lot #04245128.